Manufacturer narrative:
The subject device is unavailable to manufacturer.

Event description:
It was reported that after the study procedure within 48 hours, the patient had experienced with ischemic stroke at basilar tip. The outcome of stroke is still on going. The patient was discharged 5 days after the procedure with the modified rankin scale (mrs) of 1 and national institute of health stroke scale (nihss) of 0. No other information was provided.

Event description:
It was reported that after the study procedure within 48 hours, the patient had experienced with ischemic stroke at basilar tip. The outcome of stroke is still on going. The patient was discharged 5 days after the procedure with the modified rankin scale (mrs) of 1 and national institute of health stroke scale (nihss) of 0. No other information was provided. Update information: received additional information was received on 10-mar-2023 indicated that the adverse event stroke is still going. In the physician opinion, the stroke was caused by the herniated target coil (subject device) covering the right sca origin and thrombus formation and patients pre existing atherosclerotic disease. The anatomical of the stroke was located at basilar tip.

Manufacturer narrative:
D4 expiration date - added. H4 manufacturing date ¿updated. Due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause and the device was not returned, an assignable cause of undeterminable will be assigned to this complaint.

Event description:
It was reported that after the study procedure within 48 hours, the patient had experienced with ischemic stroke at basilar tip. The outcome of stroke is still on going. The patient was discharged 5 days after the procedure with the modified rankin scale (mrs) of 1 and national institute of health stroke scale (nihss) of 0. No other information was provided. Update information: received additional information was received on 10-mar-2023 indicated that the adverse event stroke is still going. In the physician opinion, the stroke was caused by the herniated target coil (subject device) covering the right sca origin and thrombus formation and patients pre existing atherosclerotic disease. The anatomical of the stroke was located at basilar tip.

Manufacturer narrative:
B1 adverse event/product problem - corrected from adverse event to adverse event and product problem b5 executive summary - updatedf10/h6 device code grid - corrected to migration